Manufacturer narrative:
A partial lead was returned for analysis; connector end portion. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was report that the right ventricular lead exhibited high impedance and there were issues inserting into the connector of the implantable cardioverter defibrillator. The lead was capped and replaced successfully on (b)(6 2017. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).